Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on photograph of the event unit, the hair originated from an operator during the manufacturing process.

Event description:
Name of procedure being performed: na. Detailed description of event: "hair found in sterile packaging - did not reach patient, detected prior to procedure." Additional information was received via email on 02may2021 from [name]: the correct lot number is reported as 1395785. "The customer has the complaint sample but does not think it is cost effective to return. The customer would prefer to send an image of the complaint sample so that it can be discarded afterward." Additional information was received via email on 03may2021 from [name]: photograph was provided. Patient status: not patient involvement. Type of intervention: na-detected prior to procedure.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na. Detailed description of event: "hair found in sterile packaging - did not reach patient, detected prior to procedure." Additional information was received via email on 02may2021 from [name]: the correct lot number is reported as 1395785. "The customer has the complaint sample but does not think it is cost effective to return. The customer would prefer to send an image of the complaint sample so that it can be discarded afterward." Additional information was received via email on 03may2021 from [name]: photograph was provided. Patient status: not patient involvement. Type of intervention: na-detected prior to procedure.